Manufacturer narrative:
(B)(4). Insulin pump passed the self test and displacement test. Hardware low level failure alarms are confirmed in pump history file due to a broken trace at keypad assembly. Insulin pump received without original battery cap. Unable to verify damaged, missing battery cap. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via that the insulin pump alarmed hardware low level failure. The customer¿s blood glucose level was unknown at the time of the incident. Customer did self test and it was passed. Customer stated that the battery cap was damaged. The insulin pump will be returned for analysis.